Manufacturer narrative:
The core was analyzed and found to have contamination on the right side of the core due to water. Two video slice (vsl) and isi core controller (icc) got contaminated. The core was tested on the printed circuit assembly (pca) test system. Core could not boot up and connect to the system. Not be able to start the system. Icc got damage by the water was causing the issue. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site, found liquid on the core and replaced the core part to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. However, as of the date of this report, the analysis has not yet been completed.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, something got disconnected and the customer was unable to restart the system. The intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to view logs. The tse had the customer perform a hard reboot, but the customer stated that the vision side cart (vsc) was not powering on. The tse had the customer check the core and cart breaker switch and both were in the on position. The tse also had the customer check the power cords going into the power strip with no change. The tse had the customer change the power cord to a different outlet with no change. The customer requested another vsc and ended the call to swap it out. The tse recommended the site call back if additional assistance was needed. The procedure was converted to another da vinci system, and no injury was reported. Isi followed up with the initial reporter and obtained the following additional information: the customer successfully switched out the vision tower to resolve the reported issue and continue with the procedure. The procedure was completed robotically. There were no complications to the patient.